Event description:
It was reported that the target lesion was located in the proximal left anterior descending artery (lad). Kissing balloon technique (kbt was performed using a 2.5 x 12 mm rx trek and an unknown balloon. No resistance was reported during advancement to the lesion. The rx trek balloon ruptured under nominal pressure. The procedure was completed without issue with an unspecified device. No adverse patient effects were reported. There was no report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.